Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the issue improved when they reinserting the memory and graphic board. No parts have been received by the manufacturer for evaluation. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when watching the navigation system at the end of the procedure, it was found that the system was unresponsive. "No signal" was displayed when rebooting the navigation system. Navigation was aborted causing no delay to the procedure. No impact on patient outcome.